Event description:
As reported by our italian affiliates, during implant of a 26mm sapien 3 ultra transcatheter heart valve in the aortic position via transfemoral approach, when the commander delivery system was fully inflated, there was a leak of the balloon. The valve was successfully deployed, and the commander delivery system was removed without any problem. The patient was in good condition without any complication.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for commander delivery system with s3u IFU was reviewed. Precautions include, 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. As compared to sapien 3, system advancement force may be higher with the use of sapien 3 ultra transcatheter heart valve in tortuous/challenging vessel anatomies'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for balloon leak was unable to be confirmed due to unavailability of device or imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. 'A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'when the commander delivery system was fully inflated, there was a little rupture of the balloon'. In this case, there is no imagery provided for evaluation or device returned for evaluation. As there were no abnormalities or leakage reported on the delivery system during device preparation and de-airing, it is likely that the leak was caused during the procedure. The patients native valve characteristics (e.g. Degree of calcification) was not provided. As per IFU, the sapien 3 ultra transcatheter heart valve system is indicated for use in patients with heart disease due to native calcific aortic stenosis. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Also, while the prescribed nominal inflation volume is provided in the IFU, extra inflation volume may have been used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. However, due to limited information, a definitive root cause is unable to be determined at this time. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted for an update to the engineering evaluation due to a 3mensio being received. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provide imagery (3mensio report) was evaluated and revealed the following: calcification present in the native valve/annulus. Calcification present in access vessel and aorta. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for commander delivery system with s3u IFU was reviewed. Precautions include, 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. As compared to sapien 3, system advancement force may be higher with the use of sapien 3 ultra transcatheter heart valve in tortuous/challenging vessel anatomies'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for balloon leak was unable to be confirmed due to unavailability of device or imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. 'A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'when the commander delivery system was fully inflated, there was a little rupture of the balloon'. In this case, there is no imagery provided for evaluation or device returned for evaluation. As there were no abnormalities or leakage reported on the delivery system during device preparation and de-airing, it is likely that the leak was caused during the procedure. As per imagery evaluation, calcification was present in the native valve/annulus and aorta. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Also, while the prescribed nominal inflation volume is provided in the IFU, extra inflation volume may have been used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. As such, available information suggests that patient factors (calcification) may have contributed to the event. However, a definitive root cause is unable to be determined at this time. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.